Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On (B)(6) 2020, during internal testing of an upcoming version, duplicate measurement mapping strings were discovered. Upon further investigation, merge healthcare internal staff discovered that for ge vivid 7 modalities with xls file drops, 2 measurements (aao ap diam, s" and inferior vena cava diam) have duplicate mapping strings and the 2 strings have different units of measure. One string has mm and the other string has cm. The conflict of units causes the measurements to import incorrectly. The numerical value of the measurement rounds up and the decimal point moves. For example 3.7cm rounds up to 4 and then displays on the report as 0.4cm. To resolve this issue, merge healthcare internal staff deleted all rows in the mapping table, populated new mappings, and verified that the correct mappings were retained for each of the formerly duplicated report texts. No further action is required. Due to incorrect measurements displaying on a diagnostic report, there is a potential for misdiagnosis and incorrect treatment that may lead to harm. This has the potential to delay patient treatment and/or diagnosis. There have been no customer reports of this issue. There have been no reports of patient injury or harm as a result of this issue. Reference (B)(4).